Event description:
It was reported that the patient was scheduled for a check up on (B)(6) 2007 but expired the night before due to a heart attack. Device relatedness to the patient's death was reported as "questionable." Additional information regarding the cause of death had been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Evaluation summary (B)(4) no anomalies found, inner insulation pulled apart (overstress), inner insulation torn, lead stretched. Proximal segment returned and analyzed. (B)(4) no anomalies found. (B)(4) no anomalies found, inner insulation pulled apart (overstress), inner insulation torn, lead stretched. Proximal segment returned and analyzed.